Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated and/or corrected: d4, g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the confirmation of scratches on the acoustic lens, the probable cause is likely external force applied to the distal end. This issue is addressed in the instructions for use (IFU): "important information: please read before use do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." Per the legal manufacturer, the other issues identified in the initial report (past fluid invasion, tears/cracks in the rubber, and corrosion) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. A leak was noted on the bending section rubber from a cut or hole. There was a shadow on the echo line of the ultrasound image. Further inspection found tears in the scope¿s pink rubber exposing the core. There were signs of past fluid invasion found on the ultrasound connector and control body unit. Heavy corrosion was noted on flex printed circuit board (fpc) scope connector. The scope was repaired and returned to the customer. The instruction manual provides statements to mitigate bending section damage. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not hit or drop the distal end of the insertion tube when carrying the endoscope by hand. The ultrasonic transducer internal damage can result and/or the ultrasonic image will be abnormal. When carrying the endoscope by hand, hold the endoscope connector and the ultrasonic connector together with the control section in one hand and hold the distal end of the insertion tube securely, but gently without squeezing, in the other hand.

Event description:
The service center was informed that during reprocessing, the scope was noted to have an air/water leak due to damage at the distal tip of the scope. There was no patient involvement reported.